Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to loss of capture. This ra lead was replaced with the same model. No additional adverse patient effects were reported.